Event description:
Event description cpi received information that after the patient finished sharpening saw blades with an electronic device the implantable cardioverter defibrillator (ICD) began emitting a tone. When the physician interrogated the ICD he received a 'memory fault' message.